Event description:
It was reported that the device had done a power on reset (por) between interrogations. It was a low severity event. The device is still in use. There were no patient complications reported as a result of this event. The device was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset) confirmed on (B)(4) 2010. Corrected data: event facility is hospital, patient date of death and device code 1525 deleted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset) confirmed on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset) confirmed on (B)(4) 2010. Upon analysis, normal depletion was found along with a ram chip memory error from the power-on-reset.

Event description:
It was reported that the device had done a power on reset (por) between interrogations. It was a low severity event. The device is still in use. There were no patient complications reported as a result of this event.